Event description:
The technical service said the transformer burnt through the complete bottom chassis, and comes out at the bottom. Our investigation has shown that the transformer overheated and caused the plastic parts to melt. The external case is not burnt. A short-circuit in the primary section of the transformer caused the current to increase, thus leading to the overheat.